Event description:
When inserting the boston scientific navigator ureteral access sheath into the patient with use of a cystoscope, the tip disconnected from the sheath once in the patient. The tip was retrieved from the bladder (per report of or manager) and removed. No patient injury noted.